Manufacturer narrative:
The data logs confirm impella stopped alarms and show that the first alarm trigger was an alarm #115 with a motor current spike top 30000ma. This pattern is characteristic of an electrical open failure from an open circuit. The logs show alarm #13 motor current high alarm on restart attempt. As no product was returned and limited clinical information was provided, the cause of the electrical open issue was unable to be established. The pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced "impella stopped", "motor current high" and "contoller failure" alarms. The pump could not be restarted. No patient harm was reported.